Event description:
It was reported that the health care professional (hcp) reached out to technical services (ts) for review and consultation of the presenting electrogram (egm). Upon review, it was noted that there was non-sustained ventricular tachycardia (nsvt) stored episode, in which oversensing, noise, and pacing inhibition greater than two seconds were observed on the right ventricular channel. Additionally, it was identified that the left ventricular channel is turned off. Programming and troubleshooting options were recommended. The patient is going to be remotely monitored. Currently, the product remains in service and there is no adverse patient effects were reported.